Event description:
It was reported by the patient's spouse that the patient was hospitalized due to the device not working and as a result the patient had "stroke like symptoms". It was stated that it was not sure if the device battery was depleted or if the device had malfunctioned. The device remains in use and has been reported that it will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.